Event description:
It has been reported to philips that there was a slight delay when pushing on the pedal. The device was in clinical use. No patient harm. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was used for a cardiac arrhythmia planned treatment/non-emergency treatment which was completed as planned by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the device was operational, but there's a slight delay when push on the pedal. Fse replaced the battery, but it did not resolve the issue. Upon inspection fse found the issue was with incoming power or brown out of power. The system was rebooted. After reboot the system was returned to use in good working order. The codes were updated based on the investigation outcome.